Manufacturer narrative:
No contact information was provided. No serial number or part number was provided.

Event description:
It was reported that while using a cadd® cadd-legacy® pca pump, the pump displayed lec 1610 over the weekend and needs replacement. The patient was taken to the hospital just in case since patient was off medication for about an hour during the troubleshooting. No changes in breathing resulted from this incident. The reported product fault occurred while in use with the patient. The product issue did not cause or contribute to patient or clinical injury.